Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The patient reported limited recollection of the events leading to her hospitalization. She stated that she was hospitalized on (B)(6) 2025 after experiencing a severe hyperglycemic episode. She suspected that the receiver (rcvr) may or may not have re-alerted her to hyperglycemia prior to the event. According to the patient, she received an initial ¿high¿ alert from the receiver, which she acknowledged. She did not recall receiving any subsequent alerts. The next event she remembers is waking up in the hospital, where she learned she had been admitted for diabetic ketoacidosis (dka) after allegedly losing consciousness. Her son reportedly called 911 for emergency medical assistance. The patient reported that her blood glucose level at the hospital was 585 mg/dl, while her estimated glucose value (egv) at that time was displayed as ¿high.¿ she stated that she received IV insulin treatment during her hospitalization for dka. She initially stated she was discharged on (B)(6) 2025, but later confirmed that her discharge date was (B)(6) 2025. She reported feeling well following discharge. The patient declined to provide additional details about the event and refused to answer further questions. She confirmed that the receiver is currently functioning properly. A successful follow-up was completed on (B)(6) 2025, and the patient reported she was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.